Event description:
A stretch vl flexima ureteral stent was used during a stenting procedure of the urinary duct. According to the complainant, during the removal of the guidewire, resistance was felt and once removed, the coating was found to have peeled at the distal tip. Although the detached coating is believed to be on the distal tip of the stent, this information cannot be confirmed. The procedure was completed with said device, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The product was not returned, therefore a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch will be filed.